Event description:
It was reported that a remote transmission was sent due to the patient experiencing chest pain and syncope. There was elevated sensing integrity counter (sic) on the right ventricular (rv) lead, and and far field r-wave (ffrw) on the right atrial (ra) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.